Event description:
It was reported that the cartridge was damaged at the cartridge tubing. Reportedly, the customer pulled the tubing. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer delivered a correction bolus via the pump to address bg. The customer loaded a new cartridge to address the issue, and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.